Event description:
It was reported that the customer was attempting to change the pump and noted that the connection felt loose and the micro usb cable could not be pushed all the way into the usb port. Shortly after, a malfunction alarm was received. The customer's blood glucose level was impacted (400 mg/dl). It was confirmed that the customer had alternate insulin therapy available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.